Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: null, batch: 27445856.

Event description:
It was reported that during a deep brain stimulator implant procedure, the screw snapped in half when screwing it into the skull. It is unknown which of the two kits it came from, since the physician places them all in a single dish prior to use. The physician replaced the broken screw with a new screw and the procedure was successful. There were no patient complications. The broken screw was discarded.